Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 505 mg/dl with unspecified ketones, polyuria, nausea and vomiting associated with an alleged history/settings issue. The patient was hospitalized and treated with intravenous fluids by their health care provider. During troubleshooting with customer technical support, it was noted that the basal delivery totals did not the match the active basal program. It was noted that there was a cartridge change, the basal edit screen was accessed, the prime menu was accessed and the customer made changes to the basal program. The bolus totals were recorded as programmed. This complaint is being reported because the patient experienced hyperglycemia due to user error (patient made changes to the basal program) and not a malfunction with the pump.